Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and valve embolization are a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to device manipulation, the embolization of the valve was attributed to the valve being undersized. The pvl was attributed to the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our latin america affiliate, a 26mm sapien xt valve was positioned 50:50 across the annulus but it landed too ventricular (30:70 aortic/ventricular), which resulted in severe paravalvular leak (pvl). The initial tee did not reveal pvl; however, a controlled angiogram revealed severe pvl and the valve was in a ventricular position. A decision was made to implant a second 26mm sapien xt valve. When attempting to position the second valve inside the first valve, the delivery system pushed the first valve and it embolized into the left ventricle. The patient maintained stable hemodynamic condition. The procedure was stopped and it was decided to convert to an open heart surgery. At last report, the patient was in good condition with stable hemodynamics in preparation to be discharged. Per report, the doctor believes that the valve was undersized in relation to the annulus and the ventricular diastolic pressure caused the valve to move towards the ventricle from its 50:50 position to the 30:70. The native annulus diameter measured 27mm by tee, 27mm by tte and 23mm x 30mm by CT. The native annulus and leaflets were moderately calcified. The aortic root was mildly calcified. The ejection fraction was 50%, the sinus of valsalva (sov) diameter measured 33 -35 mm. There was no ventricular septal hypertrophy and no mitral annular calcification (mac).